Manufacturer narrative:
-Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: a visual examination of the returned device found the distal tip of the guide wire was bent/kinked. This distal tip has a detached portion of 3.2cm. The overall length and outer diameter of the distal, medium and proximal were measured and found to be within specification.

Event description:
Reportable based on device analysis completed on 17-may-2022. The target lesion was completely occluded, severely calcified and mildly tortuous and was located in the foot arteries. There was no reported issue with this choice pt guidewire. The procedure was cancelled. There were no patient complications and the patient status is stable. However, device analysis revealed a tip detachment.